Event description:
It was reported that during a treatment procedure, device removal difficulty was encountered and pneumothorax occurred. The flexima drainage catheter was introduced for pleural drainage. Difficulty was encountered while trying to remove the device requiring the device to be cut and resulting in pneumothorax.

Event description:
It was further reported that the 'valsava' technique could not be used to remove the drain due to patient illness and that the pneumothorax was treated with another chest drain using seldinger technique.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).